Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-18393. It was reported the pt was unable to communicate with or charge her ipg due to not charging the ipg for over a year. Surgical intervention was undertaken and the ipg was explanted and replaced. An add'l lead was also implanted to provide stimulation for the pt's back pain. F/u info indicated the pt has effective stimulation and is able to communicate with an charge her ipg.

Manufacturer narrative:
Correction number. 1627487-07262012-002-r. This ipg serial number was included in field advisories. Eval results: as received the ipg was non-responsive. The reported complaint cannot be analyzed as this is considered to be a user error. According to the eon mini dfu review, there is adequate info for preserving the ipg when not in use. The dfu, page 79, the shaded area entitled "warning" states, "do not lat an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy." Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.